Event description:
Pt experienced a few seconds of mild bradycardia (20 beats below normal) during intra-operative lead test. No intervention was taken to resolve the bradycardia. It was reported that the neurosurgeon moved the lead coils further away from the cardiac branches and that subsequent lead tests were successful with no further instances of bradycardia.